Event description:
Related manufacturer reference number: 2017865-2022-47492. It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right ventricular (rv) lead exhibited noise and the right atrial (ra) lead exhibited noise, undersensing and inappropriate mode switch. No programming changes were made. The patient was stable throughout.